Manufacturer narrative:
Two photos and a physical sample were returned for analysis. In the two photos received, no defects could be found. On the physical sample, the inflation line was found detached. The complaint was confirmed. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes malfunctioned. Reported the pilot balloon detached during intubation ,physician managed to inflate cuff by applying adhesive tape. Unable to deflate cuff during extubation. No complications to patient.